Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) presented to the hospital complaining of mild chest pain. Upon interrogation of the device a code 1004 was observed indicative of a shock into a shorted lead condition; it was also reported the device had triggered end of life (eol). A code 1007 was also noted indicating a capacitor charge time greater than 45 seconds which may have triggered eol. Boston scientific technical services (ts) recommended device replacement and suggested the physician should consider replacing the right ventricular (rv) lead as well due to the nature of the reported observations; a lead fracture was later identified via fluoroscopy. A revision procedure was later performed wherein the device was explanted. Explant of the rv lead was also attempted but he patient developed a pneumothorax at which time the physician elected to leave the lead surgically abandoned. The patient later stabilized and was discharged to home. No additional adverse patient effects were reported.